Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. It was recommended to the customer to replace the control panel assembly to correct the issue, however the customer declined further service at this time and no further repair information is available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. It was recommended to the customer to replace the control panel assembly to correct the issue, however the customer declined further service at this time and no further repair information is available.

Event description:
The customer reported a malfunction found during pre-use check out which may result in the inability to switch ventilation modes as expected. There was no report of patient involvement.